Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m sti assay, list number 09n17-091, which is the same/similar to the alinity m sti assay, list number 09n17-095, which received FDA approval.

Event description:
Customer reports another occurrence of a false negative CT result when running the alinity m sti assay. Customer reports seeing a "nice/good curve", but received a not detected result twice for that sample (same patient, urine sample, same primary tube used to get aliquot across two sample ids (sids)). Result of not detected was given despite a flat/delayed amplification curve for the CT target, as max ratio (mr) value did not reach the threshold as per assay validity specification. Run date: sid: result: (B)(6) 2026 (B)(6). CT negative. (B)(6) 2026 (B)(6). Ng negative. (B)(6) 2026 (B)(6). Tv positive. (B)(6) 2026 (B)(6). CT negative. (B)(6) 2026 (B)(6). Ng negative. (B)(6) 2026 (B)(6). Tv positive. Internal control and cellular control of samples were fine both times, no errors were observed. The initial negative CT result was transmitted to the doctor and the patient. Eight hours later, result was corrected to positive after the seegene test. Customer tested seegene due to other parameters being available on seegene that are not available on alinity. The seegene test was done from the same native urine primary tube.